Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, noise was oversensed. An x-ray was performed and it was determined that the lead fracture and there was insulation damage. Subsequently, a revision procedure was performed. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.